Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the lead exhibited a failure to capture and high pacing impedance. No intervention was performed. The patient was in stable condition.